Event description:
The following has been reported: pump from haina: the pump was give misloading and pump problem alarm, when we used the machine, the pin did not work properly. At first time the machine was clean and the mentioned alarms were solved but after some days the alarm appeared again and it could not be fixed. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned without log files being able to be reviewed. A description of event was the basis of the preliminary finding of av sticky valve. During initial evaluation the outlet pin was found to have severe drag. A cleaning was conducted which freed the pin and allowed an infusion to be performed successfully. New fva lip seals are required. It was also found internally that the retaining plate for the lever boot was cracked.